Event description:
On (B)(6) 2015 - it was reported that inserted PICC line on a pt per guideline, noticed part of the guidewire sensor tip was reportedly missing when removed it for disposal. No reported sign of any distress on the wire. Reportedly unable to locate tip on the sterile field nor the tray. Kept PICC line catheter in the pts arm as per instruction of intensivist and vascular surgeon. Aspirated catheter (purple line) to contain line with blood hoping to contain if wire is in it. Stat cxr ray was done and showed location of PICC line placement but no wire visible. The images of the xray reviewed, reportedly part of the catheter tip is more opaque than the rest of the catheter. Nurse spoke to surgeon and gave him the wire that has missing tip with a new set of wire taken from a new kit for comparison. He reportedly removed the catheter and told nurse that there was no visible wire but when they flushed with the catheter, the wire allegedly squirted out of the catheter in one piece. Nurse was no longer in the hosp that time and unfortunately, the wire that nurse endorsed to surgeon and that catheter they removed was allegedly disposed already.

Manufacturer narrative:
A lot history review (lhr) of reyk0102 showed no other similar prod complaints from this lot number. The device has not been returned to the mgr for eval, as the device was discarded after the event.